Event description:
It was reported that during meniscus repair surgery the ultra fast-fix suture broke when use. Device was retrieved from the patient. The procedure was completed using a s+n backup device, it is unknown if there was a delay. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: one 72201491 curved ultra fast-fix assembly used in treatment, was returned for evaluation. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Do not use sharp instruments to manage or control the suture. The outer blue split protective cannula was not returned. The depth limiter was returned trimmed and attached to the needle. T1, t2 and suture were not returned with the device, therefore, there is no suture to examine. The actuator was found positioned fully forward. The visual inspection does not indicate aggressive use. There is no bowing, bend or twist of the delivery needle although breakage of suture would require substantial pull when knotting t1. Per the device IFU 10600327 ¿it is normal to encounter resistance prior to achieving the ready position.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use (IFU) 10600327 contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.